Event description:
Rptr alleged the blood glucose device continued to power off when attempting to test on the advantage sys with the strip lot and exp date of test strips not provided). Upon troubleshooting the power issue with the manufacturer, it was determined there were missing segments on the meter when performed a segment test. No actions were taken or treatment rec'd reportedly as a result. It was not provided as to where the comparison was performed. A request was made for the return of the suspect prod and replacement prod was sent.

Manufacturer narrative:
The suspect prod is the advantage meter.